Event description:
The contact stated that the customer tested her blood glucose using her elite meter and received a reading of 99 mg/dl. The contact did not mention that the customer was feeling ill, but paramedics were called. Paramedic's retested the customer's glucose within 5 minutes and received a reading of 32 mg/dl using their accu-chek meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose. She was also taken to the hospital, but her condition had stabilized by the time she arrived. The meter and test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.